Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported she received a motor error alarm on the insulin pump while trying to bolus. Customer stated the pump went blank first and she became stuck in a rewind loop. The customer's blood glucose level was not known. The customer was not using the sensor feature. The customer was unable to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.